Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that an erroneously elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were acceptable on the day of the event. Siemens reviewed the instrument data and observed that the air and liquid values of standard a and standard b were within the normal range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and replaced sample tubing, sample pump panel metering syringe, flush pump syringe tip, x seal, styletted the rotary valve and integrated multisensor technology (imt) tower and adjusted the pump rate. The customer ran dilution check, quality control (qc), and calibration, which recovered acceptably. Siemens has determined that there were no issues with the reagent as qc recovered within acceptable ranges, and no issues were reported with other patient samples. Based on the information provided and a review of the available instrument data, the cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician. The sample was auto repeated on the original system. The repeat result recovered lower than the initial result and was considered correct. The repeat result was reported to the physician(s). For verification purposes, the customer repeated the same sample on an alternate dimension exl system. The repeat result closely matched the repeat result obtained on the original system and was considered correct. There are no known reports of patient intervention or adverse health consequences due to erroneously elevated na result.